Event description:
Covidien received info stating that a pt was removed from an 840 ventilator and placed on a second ventilator. According to the report from the customer, the ventilator had an erratic display. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to have the covidien customer support engineer (cse) replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).